Manufacturer narrative:
The customer performed precision testing with the patient sample from (B)(6) 2019 and the following toxo igg results were obtained: 0.177 iu/ml, 3.56 iu/ml, 0.130 with a data flag, 0.130 with a data flag, and 0.130 with a data flag. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igg immunoassay and elecsys toxo igm immunoassay results for 1 patient tested on a cobas 8000 e 602 module compared to an unknown method. This medwatch will cover toxo igm. For information on toxo igg please refer to the medwatch with patient identifier (B)(6). From a sample sometime in july, the patient had a toxo igm result of "3" or positive. Using an unspecified method, the toxo igm result was negative. On (B)(6) 2019 the initial toxo igg result was 3.74 iu/ml and the following 4 results all had the same result of less than the test range. The lower detection limit of the assay is < 0.13 iu/ml. On (B)(6) 2019 the initial toxo igg result was 0.893 iu/ml with a repeat result of 3.49 iu/ml. On (B)(6) 2019 the same patient sample was tested again and a toxo igg result of 0.130 iu/ml with a data flag was obtained. It was unknown if the results in question were reported outside of the laboratory. The cobas e602 serial number was (B)(4).

Manufacturer narrative:
A sample was provided for investigation. The sample was tested with the lineblot recomline toxoplasma igg test; the result was negative for toxoplasma igg. No further experiments could be conducted due to low sample volume.